Event description:
It was reported that the patient presented in-clinic for routine follow-up. Trending showed an increase in pacing lead impedance over the past 6 months. Further testing was recommended. The lead will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.